Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the reverse cart technique. Externalization was then completed with a non-bsc guide wire and lesion was check with an intravascular ultrasound (ivus). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). After predilation, a 4.00 x 32 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. When the device was removed, it was noted that a part of the strut was lifted. Predilation was performed again and the procedure was completed with a 3.05 x 38 synergy¿ des. No patient complications were reported and the patient's status was stable.